Event description:
The facility reported an infusion pump with a failure code 810:04. Info was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep, no pt injury or medical intervention has been reported. Although baxter attempted to obtain info, no additional contact info was available.